Event description:
It was reported that during testing conducted at the manufacturer facility, the foot of the maestro duraguard was found to be bent. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that during testing conducted at the manufacturer facility, the foot of the maestro duraguard was found to be bent. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
During the device evaluation, excessive side load was identified as a probable cause of the reported bent foot of the duraguard.